Event description:
Drug/diluent: 5fu + glucosis. Fill volume: 100ml. Flow rate: unknown. Procedure: chemotherapy. Cathplace: unknown. (B)(6) reported the pump was empty in 39 hours instead of 48 hours. Start date and time of infusion (B)(6) 2012 at 12:00am. End date and time of infusion (B)(6) 2012 at 3:00am. Patient contact: yes. Adverse event: no.

Manufacturer narrative:
Method: the sample has been received by the reporter for inspection and evaluation. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed.